Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with possible oversized femoral head. Question oblique periprosthetic fracture involving the left femur in the region of the tip of the femoral stem extending to the lateral cortex. No other findings related to the reported event were noted. Reported event was confirmed by review of x-rays provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00049. Concomitant medical products: catalog number:3205 lot number: 3009508 brand name: avenir cmpl ha std nc size 2 event was initially reported on 0001822565-2020-04255. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that during an initial hip arthroplasty, the neck of the femur fractured. Attempts have been made and additional information on the reported event is unavailable at this time.